Event description:
Defibrillator had been turned on and ready for use for patient that had been going in and out of vt. The patient needed to be moved and defibrillator was turned off. When it was turned back on the screen went blank and would not turn back on. It was replaced with another defibrillator, which functioned without any issues.